Manufacturer narrative:
Correction to: adverse event or product problem: product problem selected as the device malfunctioned along with the patient having a serious injury which was reported on initial MDR report. The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported a patient had implant failure to osseointegrate after clinical procedure. The dentist did not know the patient's ethnicity and race. The patient was reported to have lupus, bone type I quality, and experienced pain and/or numbness, which resulted in the removal of the implant. There was also infection at the implant site and granulated tissue around the implant, but she was reported to be doing fine. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant failure to osseointegrate after clinical procedure. The implant was removed due to pain and/or numbness, and it disappeared after the implant removal. There was infection and granulated tissue at the implant site, however, the patient was in satisfactory condition. The patient had bone type I and reported to have lupus, but no pre-existing conditions.